Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 345 while attempting to run a loaded set. Evaluation determined the cause to be a failed upstream sensor. The device passed all related thermistor testing. The failed upstream sensor was replaced.

Event description:
It was reported that a system pump alarmed system error 345 after an infusion had begun. It was also reported that there was no patient injury.